Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015 the patient's receiver had permanent loss of antenna. There was no report of injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. A review of the downloaded receiver log did not find any errors related to the customer complaint. The reported event of a permanent out of range signal could not be confirmed due to an error that displayed on the receiver screen during troubleshooting. A root cause could not be determined.